Manufacturer narrative:
Complaint is confirmed. Visual evaluation revealed that ar-2384 had damage on the edges around the stripper blade showing nicks. The dowel pins show signs of rust. Functional testing was not performed due to the damage to the stripper blade. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems-06062844 that an ar-2384 quad tendon stripper-cutter did not cut the tendon at all and was the first time it was used. This was discovered during an acl reconstruction procedure on (B)(6) 2023, with no reported patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.